Event description:
Pt was receiving an estimate with moist heat pack. Later that day pt noticed 1 in size burn. Estimated intensity was 9, pt was asked every 5 min about comfort with estimate and heat. No negative reaction during or immediately after the modality. (B)(4).